Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation procedure for a pulmonary vein isolation to treat atrial fibrillation (a fib), the farawave ablation catheter was selected for use. The patient had atrial electrograms and was sinus brady at the beginning for the procedure. The patient was program voo to pace through any vagal pauses during the procedure. During induction the patient went into atrial fibrillation. The physician did the pulmonary vein isolation and a posterior wall isolation. The patient was cardioverted and post cardioversion there was a 200 ohm drop in impedance from 700 to 500 on atrial lead with no electro grams and the patient was pacer dependent. The pacemaker was reprogrammed to account for the change in rhythm. Following a couple of hours in recovery, the patient's conduction recovered and there were no reported issues with the pacemaker. The physician will continue to monitor the patient. The device is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Update to the initial MDR in block(s): b5.

Event description:
During a pulse field ablation procedure for a pulmonary vein isolation to treat atrial fibrillation (a fib), the farawave ablation catheter was selected for use. The patient had atrial electrograms and was sinus brady at the beginning for the procedure. The patient was program voo to pace through any vagal pauses during the procedure. During induction the patient went into atrial fibrillation. The physician did the pulmonary vein isolation and a posterior wall isolation. The patient was cardioverted and post cardioversion there was a 200 ohm drop in impedance from 700 to 500 on atrial lead with no electro grams and the patient was pacer dependent. The pacemaker was reprogrammed to account for the change in rhythm. Following a couple of hours in recovery, the patient's conduction recovered and there were no reported issues with the pacemaker. The physician will continue to monitor the patient. The device is not expected to be returned for analysis as it was disposed. Additional information was received. The lead was in the right atrial appendage. No ablation in the right atrium was performed. The lead age is unknown.